Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient loss stimulation approximately a week ago. Reportedly, the charger is unable to establish communication with the ipg. The patient states the device feels like it's tilted in the pocket. Reportedly, the patient programmer displayed an error message during troubleshooting. Follow-up indicated the sjm representative subsequently confirmed the issue. Surgical intervention may be undertaken as the next course of action to further address the issue.